Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was upgraded to this cardiac resynchronization therapy defibrillator (crt-d). During the procedure, this crt-d was outside of the body connected to both the left ventricular (lv) lead and right ventricular (rv) lead, and pacing inhibition of about 2 seconds was observed. The representative asked technical services why this occurred. Technical services suspected that the oversensing occurred due to device manipulation while outside of the pocket. The system ground may have been affected when the crt-d was not in contact with the body. Technical services noted sensing may be tied to the can/system ground. The oversensing resolved once the crt-d was inserted into the pocket. No further issues were encountered. No adverse patient effects were reported. This crt-d remains in service.